Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and elevated ketone levels. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at wyong hospital, pacific highway with elevated ketone levels. The patient's blood glucose levels reached 10.2 mmol/l (183.6 mg/dl) while wearing the pod and ketone levels reached 2.1 mmol/l. Reportedly, the patient was receiving conflicting bg values; the patient's controller was giving a reading of 5.2 mmol/l (93.6 mg/dl) but her back up meter was showing 10.2 mmol/l. Symptoms reported experiencing shortness of breath and anxiety. The healthcare provider informed the patient about low carbohydrate diet possibly affecting her ketone levels, patient was advised to speak to a nutritionist. According to the patient, she had her blood pressure taken as well as blood sugar and urine tests done. The patient was discharged after 7 hours.